Event description:
It was reported that the tip of the trocar broke during attempt to implant stents from a trabecular microbypass stent system. There was no report of patient injury. Additional information is being requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, g3, g4. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that the trocar tip was removed from the eye intraoperatively with no adverse impact to the patient and no additional intervention required. Reportedly, the patient received new stents and will be monitored through regular follow-up examinations. The report noted the issue as "resolved". According to the surgeon a "technical problem" is believed to have contributed to the trocar break.